Event description:
Overdelivery reported. The pump was in home care use to deliver a 3-in-1 total parenteral nutrition solution over 9 hours. The interavenous container volume was 2690ml. The pt needed to get up early the following morning and wanted to stop the infusion early. Therefore, he programmed the pump for the total parenteral nutrition mode with 30 minute taper up and taper down cycles to infuse 2029ml over 9 hours. (This pt is a long term total parenteral nutrition pt and adjusts his intravenous delivery as required for his work schedule.) The following morning, the pt reported being awoken by an air-in-line alarm. The total delivery time was not specified. The pt reports that the intravenous container was empty (the entire 2690ml had infused). The display screen, however, indicated 1734ml had infused and that there was 294ml remaining to be infused. The pt did not experience any adverse effects from the total parenteral nutrition delivery. Customer report source states "the pt is a long term total parenteral nutrition recipient and he tolerated the volume and dextrose delivery without any problems." No additional info was available.